Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon had difficulty inserted one of two screws during implanting for a born fracture. The second screw broke at the head and residue was left in the patient. No surgical delay was reported this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mqn, dzl. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.